Event description:
It was reported that after a supply change with a full cartridge on an ilet system using a contact detach infusion set, the user noted rapid insulin utilization and experienced sustained hyperglycemia for several hours with a peak above 400 mg/dl before returning to 155 mg/dl and steady; leak checks and a fill-tubing-only prime showed drops with no visible leaks or alerts. Symptoms included hyperglycemia. Outcomes included resolution of hyperglycemia following insulin delivery and user guidance. Investigation included guided troubleshooting, review of glucose trends, confirmation of correct priming, site inspection, and verification of absence of device alarms or leaks. Investigation of this case revealed that insulin use was consistent with correction dosing following prolonged hyperglycemia, with no evidence of infusion set failure, cartridge leak, or pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.